Manufacturer narrative:
This report is being supplemented as correction to previous fields: d4, g3, h4. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Olympus determined a likely mechanism causing the reported events might be one of the following: mechanism 1. Electrode melted due to electrical discharge and the melted electrode adhered to the tip. Discharge between the part adhered the melted electrode and the electrode occurred during output activation and the electrical breakdown occurred. Mechanism 2. Thermal shock due to sudden temperature change of the tip a likely mechanism causing the tip detachment might be the following: due to the factor described below, electrical discharge between the tissue and the electrode occurred during output activation. ·the high-frequency output was set too high ·the electrosurgical unit was used in the coagulation mode. ·the output activation time was too long. High heat might have been locally applied to the electrodes and tip. The tip melted and cracks developed. The fixing strength of the adhesive securing the tip decreased. A force to perform tissue incision was applied to the cracked area, causing the tip to crack and detach. Based on the results of the investigation, the probable cause could not be determined. The investigation could not identify the actual root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic endoscopic submucosal dissection (esd) procedure, the insulator part of the knife tip fell off into the stomach which was retrieved using suction and polyp trapping. Additional image capture was performed with an endoscope within the same procedure. The procedure was completed using a back-up device. There were no further reports of patient harm.